Event description:
Rptr's back still hurts sometimes and her legs can't do much of anything, if she stands too long it feels like the rods are going to fall out, they feel like they catch and she feels stiff.